Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath. The physician planned to implant gore®excluder® aaa iliac branch endoprostheses into the right side after deployment of the trunk-ipsilateral leg endoprosthesis; however, angiography following trunk-ipsilateral leg endoprosthesis placement showed no blood flow into the right internal iliac artery. The physician believed the right internal iliac artery became embolized during the procedure. Therefore, deployment of the gore®excluder® aaa iliac branch endoprostheses were discontinued, and a contralateral leg was deployed in the right common iliac artery. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s blood flow was not well even on computed tomography prior to the procedure, and he possibly had a condition in which blood clots easily form. Thrombus might have embolized the right internal iliac artery during the procedure, though it was unknown which step had caused this. According to the gore field sales associate who attended the procedure, there was no unreasonable handling of catheters. As blood clots adhered to the delivery catheters withdrawn from the patient, the patient seemed originally have a high risk of thrombosis.

Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.